Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that it had been packed in an unopened plastic bag, the arm had detached, and the blood inlet port of the oxygenator had been fractured. The plastic bag had multiple flaws in it. The actual sample after taken out of the plastic bag was inspected with unaided eye. Multiple flaws were observed on the cap attached to the fractured blood inlet port, the oxygenator, and the reservoir. The housing at the blood inlet port side was removed, and then the area around the root of the blood inlet port was inspected under a magnifier. No crack or no deformity was observed in that area. Magnifying inspection of the fracture surface of the blood inlet port found a wavy pattern developed from a part between the front and the bottom sides of the oxygenator. From this, it was presumed that the fracture of the blood inlet port started from this part. Reproductive testing was performed, and a current product sample was given a shock load by being hit with a hammer from the direction between the front and the bottom sides of the oxygenator. It was confirmed that the blood inlet port may get fractured at the root, and a wavy pattern similar to that observed on the actual sample can be generated on the fracture surface. Visual inspection of the cap attached to the blood inlet port found a contact mark similar to that observed on the actual sample. Regarding the involved lot, monitoring video of the packing process was reviewed. No fracture was observed in the blood inlet ports. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the blood inlet port was subjected to a shock load from the direction between the front side and the bottom side of the oxygenator and fractured. In addition, the multiple flaws on the surface of plastic bag, the oxygenator, and the reservoir suggested that the actual sample was exposed to a shock load, though the causal link with the fracture of the blood inlet port was unknown. Since no anomaly was noted in the manufacturing-related records or in the monitoring video in the packing process, it is likely that the actual sample was subjected to a shock load unexpectedly at some point during transportation or storage. From the available information including the state of the actual sample, however, the exact timing was not determined. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- perfusionist. PMA/510(k)- k130520. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgment record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. The venous outlet on the oxygenator broke off, therefore it was not usable. The problem occurred during unboxing of the product. The event did not result in any delay the beginning or continuing of the surgical procedure. The product was changed out, since the port for connecting the tube was not available. To resolve the problem another oxy was used. The product malfunction did not cause or contributed to any injury, even a temporarily one, or death. There was no blood loss. If the surgery had been completed successfully is unknown. The patient was not harmed.